Event description:
The user facility in (B)(6) reported the vitrectomy cutter passed pre-operative testing but failed to cut at 5000 cpm. There was no impact to the pt.

Manufacturer narrative:
The device has been discarded by the hospital. There will be no product returned for evaluation. Report 1 of 3. See 1920664-2013-00171 and 1920664-2013-00172.